Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. A comment was made that during deployment and post dilatation of the xience alpine stent, visibility seems less clear than during use of the xience xpedition; however, timi iii flow was restored and there was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott clinical specialist who concluded: the xience alpine stents are clearly visible prior to deployment. The images received did show the visibility of the xience alpine stents that were utilized and the stents, although able to be visualized, are not easily visualized. Some factors that may contribute to poor visibility unrelated to the stent are the type of fluoro system utilized and the patient weight. The images provided confirm that the stents are difficult to see but not comparatively. The investigation was unable to determine a conclusive cause for the reported difficult or delayed positioning [visibility]. There is no indication of a product quality issue with respect to manufacture, design or labeling.